Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same procedure as MDR: 2134265-2015-08088, 2134265-2015-08104. It was reported the there was an issue with pullback. The ilab was started and during pullback of the catheter, the system froze. The physician tried to reboot the system, however, this did not resolve the issue. No patient complications were reported.